Event description:
It was reported that the level 1 hotline low flow system (hl-90) was over heating without any fluid circulation. The customer suspected a bad pump. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: one warmer was received for investigation. Upon testing, it was determined that the reported complaint was verified. The device failed testing (except delivery testing) and the pump was found to be faulty. The problem source for the event was identified as "normal wear and tear".